Event description:
It was reported to boston scientific that a 2025 research article evaluated the clinical performance of percutaneous nephrolithotomy (pcnl) in 283 patients treated at huaian first affiliated hospital of nanjing medical university in jiangsu province, china. The study described device usage, surgical parameters, complication rates, and postoperative outcomes. The procedures utilized the auriga xl holmium laser system with a 600 fiber along with standard pcnl equipment and postoperative stenting. The study reported a stone-free rate of 69.3 percent and a complication rate of 28.3 percent. Most complications were classified as clavien-dindo grade I or ii, consisting of 35 cases of hematuria, 3 cases of bleeding from nephrostomy, 34 cases of postoperative fever requiring antibiotics, and 6 cases of blood transfusion. Additionally, two cases of grade IV septic shock requiring intensive care unit (ICU) care were also reported. No device-related malfunctions, failures, or adverse events specific to the auriga xl holmium laser system were identified in the publication, and the reported outcomes were consistent with the known safety profile of pcnl procedures.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Wei b, chen j, fu y, ji l, gu s, wang y. A data-driven revision of the s.t.o.n.e. Nephrolithometry score: improved predictive accuracy for stone-free status after pcnl. Sci prog. 2025 oct-dec;108(4):368504251396066. Doi: 10.1177/00368504251396066. Epub 2025 nov 11. Pmid: 41217967; pmcid: pmc12605908.